Event description:
The ge oec 2800 fluoroscopy system had no image displayed on the left monitor.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the video controller pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.